Event description:
As reported by our edwards lifesciences japanese affiliate, after pre-bav with a 16mm balloon catheter, mitral regurgitation (mr) was observed. The thv valve was deployed. Post bav was performed. Post valve deployment, hemodynamics deteriorated which probably due to increased mitral regurgitation. Extracorporeal membrane oxygenation (ECMO) and intra aortic balloon pump (iabp) were inserted. The left coronary cusp (lcc) side of the leaflet was stuck, and severe aortic regurgitation (ar) was observed. A second valve was immediately implanted in the first valve. After tav in tav procedure, second valve functioned normally, and hemodynamics became stable. Mr also improved to moderate - severe. Per the medical opinion regarding the mr enhancement, that was not due to rupture of the chordae tendineae of the mitral valve, but it could be due to the tethering after the valve deployment. Additional information was obtained that the patient passed away on post op day (pod) 3.

Manufacturer narrative:
This report is 2 of 2. Report 1: ID: 2015691-2024-05667 investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for leaflet motion restricted-in patient and deployed valve exhibits central regurgitation were unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'valve was deployed with nominal volume. Post bav was performed with nominal volume. Post valve deployment, hemodynamics deteriorated which probably due to increased mr. Therefore, it was difficult to evaluate the three leaflets on the echo. Both ECMO and iabp were inserted and investigated the cause of hemodynamics instability. Coronary artery occlusion and annulus rupture were ruled out, but as the pressure gradually returned, the lcc side of the leaflet was stuck, and severe ar was observed.' There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the valve leaflets. In this case, the leaflet motion restricted/ stuck was observed after the post-dilation. Post-dilation can increase the risk to over expand the valve and lead to over stretch on the leaflet, resulting in leaflet motion restricted as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. In this case, the 'lcc side of the leaflet was stuck' or leaflet motion restricted, which could lead to suboptimal valve leaflets coaptation, resulting in central regurgitation as reported. As such, available information suggests that patient factors (leaflet motion restricted) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.